Event description:
It was reported that stent damage occurred. The 24mm x 3.0mm, 80-90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal section of the stent with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 24mm x 3.0mm, 80-90% stenosed target lesion was located in the moderately tortuos and moderately calcified coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.